Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. Previous and subsequent shock impedance measurements were within normal range. Boston scientific technical services (ts) discussed that the out of range measurement may have been due to electromagnetic interference (emi). The lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited additional high out of range shock impedance measurements. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that this patient's physician felt that the patient could resume a normal follow-up schedule since there had been no other issues with the lead and that the time of the out of range measurement correlated with the time that the patient was standing next to a store's theft deterrent system. No adverse patient effects were reported.